Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was hospitalized for deep vein thrombosis (dvt). It is suspected that the patient's condition is a result of the implantation procedure that occurred one week earlier. The patient is currently on heparin and an additional intervention procedure may be required. No additional adverse patient effects were reported.